Manufacturer narrative:
On 1/14/2020, mentor became aware that the explantation date was reported incorrectly in section d 7. The actual date of explantation was (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/14/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/20/2020, during visual inspection of the device it was observed with no apparent damage. Leak testing revealed there was leakage from the valve. No additional anomalies were observed. The second product received is related to a concomitant device, there are neither deficiencies alleged nor patient injuries. Therefore, no further investigation is required. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, discomfort and deflation concomitant medical products: mentor smooth round moderate profile 425cc, catalog 3501670, serial number (B)(4), lot number 6671970. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) hispanic female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 425cc and experienced breast pain and discomfort and deflation on the left breast implant. As a result, the patient had undergone removal on 2019.